Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event. The patient performed a patient initiated interrogation and review of the remote data identified loss of capture on the right ventricular channel. The patient will follow up with his physician. No additional adverse patient effects were reported.